Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to issue the narcotic medication oxycodone because the items were not visible during the dispensing process. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to issue the oxycodone medication. A technical support specialist (tss) advised the customer to attempt dispensing the medication. The tss remoted into the machine and requested the user to recreate the issue. The tss noticed that the user was unable to find the medication after clicking add items on the patient. The tss checked myqlink (mql) and noticed that every oxycodone related medication was set with override access as high alert. The tss checked the users access, and it was only showing as general. The tss informed the user that the issue was due to the difference in override access levels. The tss informed the user to reach out to pharmacy to make the changes as per policy, which did not allow the tss to make any changes to the users access, thereby resolving the issue. The system functioned as intended after the technical support specialist assessed the device.